Manufacturer narrative:
Depuy spine requested return of the device. At this time, no conclusions can be made. The device is intended to be temporary fixation device to aid in the process of fusion. Loosening of breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up report will be filed if the evaluation of the device results in a finding other that which is stated above.

Event description:
Post operative follow-up x-rays showed that the self screw in the frontier cap was not fully seated and that the disc space above the cap was no longer parallel. Surgery confirmed the set screw loosened and the device was explanted.